Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a system explant. The patient reported a change in health status requiring more frequent magnetic resonance imaging (MRI). The patient also reported a recent diagnosis associated with new onset pain, and an increased frequency of charging the evoke closed loop stimulator (cls). The evoke scs system was confirmed to be functioning as intended prior to the explant.